Event description:
It was reported that during a surgical procedure the operating physician used a ¿temporary stimulator¿ to perform an impedance test. It was stated that it was found ¿the resistance of some electrode contacts was 10.¿ it was further stated the operating physician suspected the lead had ¿was shorted out¿ and consequently changed to a new lead in order to complete the surgery. It was noted the patient was ¿good¿ following he surgical procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Device evaluation: analysis of the lead found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿ it was noted that ¿impressions from over-tightening of the depth stop were observed on the outer insulation of the lead, about 3 cm from the proximal end.¿ analysis of the stylet noted that ¿impressions were also observed on the parylene coating of the tungsten stylet underneath.¿

Manufacturer narrative:
Concomitant medical products: product ID 8870bbr01, serial# (B)(4), product type: software. (B)(4).

Event description:
Additional information reported the physician suspected a "program error in the latest 8870 programmer card he was using." The physician indicated that during the two months prior to follow-up, he had experienced five cases where the physician programmer showed "part or all electrons were short" during impedance testing. When the lead was removed from the patient and placed in salt water, the physician programmer indicated that "no problems" were found during impedance testing. Further testing of the lead with a physician programmer while the lead was not in a saline solution or when tested directly with an ohm meter was reported to have revealed "the lead was fine" and that there was "no short at all." Please see manufacturer report numbers 6000153-2014-00021, 3007566237-2014-01015, 3007566237-2014-01016, and 3007566237-2014-01819 for information regarding the other associated low impedance cases.

Manufacturer narrative:
(B)(4).